Event description:
The customer reported non-reproducible beta human chorionic gonadotrophin (bhcg) result, for one patient, involving the access total bhcg assay used in conjunction with the unicel dxi 600 access immunoassay system and access total bhcg calibrator. An initial result of 18.43 miu/ml was obtained and released out of the laboratory. The clinician questioned the result and requested the sample be retested. The customer reanalyzed the sample (in the primary tube), on the same instrument, and obtained a value of 0.00 miu/ml and reported as <0.05 miu/l per laboratory protocol. There was no report of patient injury or change in patient treatment associated with this event. In addition, the customer retested the sample on an alternate, access 2 system, and received a value of 0.14 miu/ml. The customer indicated quality control (qc) had been within specifications. System checks, performed on (B)(6) 2013, failed the unwashed portion with coefficient of variations (%cvs) of 2.20%, 2.05%, and 2.12%. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access total sshcg device was returned for evaluation. The field service engineer (fse) cleaned the pipettor precision pump valves and both wash pump valves, and calibrated the pressure sensors. The fse adjusted the luminometer drift correction factor and retested system check but still had issues with the unwashed portion and substrate air in the lines. The fse noted the instrument was due for preventative maintenance (pm). On (B)(4) 2013, the fse completed pm and performance verifications. The fse performed a 10-repetition precision test on all three levels of quality control (qc) with acceptable results. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the event could not be determined with the available information.